Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Concomitant medical products: (lot# smk00110), pnp6x3 parietex plug and patch 6cmcir x3 (lot# smk00110). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia repair with cord lipoma. It was reported that after implant, the patient experienced pain, bulge, and bowel obstruction. Post-operative patient treatment included revision surgery and repair of recurrent hernia.